Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info the physician was unable to insert the lead into the front slot 0-7, but the same lead would go into the distal slot 8-15. The ins was not implanted, a new ins was used.